Event description:
Abscess [abscess]. Case description: spontaneous report received on (B)(6) 2012 from a physician via sales representative regarding a pt(demographics not provided). The pt's medical history was not provided. On an unspecified date, seprafilm(sodium hyaluronate, carboxymethylcellulose) was placed (number of sheets not provided) at unspecified location. The lot number of seprafilm was not provided. It was reported that the radiologist considered "seprafilm an abscess". The company assessed the event of abscess as medically significant. The outcome for the event of abscess was not provided. Concomitant medication were not provided. The intensity for the event was not provided. The reporting physician did not provide the relationship between seprafilm and the event.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of seprafilm is not affected by this report.